Manufacturer narrative:
The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.